Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information: a1, d10, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn15800906 was performed from date of manufacture 19dec2019 to present date 07jan2021, and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported won't turn on/off. There was no patient involvement.

Event description:
The customer reported won't turn on/off. There was no patient involvement.